Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. According to clinical data, the device had a total cumulative charge time of over 2080 seconds, and the battery measurement at that time was 2.331 volts. Since there were over 170 charges, this most likely depleted the battery to the point that when it arrived in the lab, there was no output and no telemetry states. Therefore, no further analysis was able to be performed and analysis is inconclusive. (B)(4).